Event description:
It was reported that during an aortic valvuloplasty procedure, the physician prepared the device according to the instructions for use (IFU) and tried the right ventricular stimulation, but the pacemaker had no signal, parameters were adjusted but after several attempts the physician decided to change to a new electrode lead, the procedure continued with no further issues. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of pacing catheter low/no signal is not confirmed. The returned device passed functional test specifications. During functional testing, both the distal and proximal electrodes met product specifications. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an aortic valvuloplasty procedure, the physician prepared the device according to the instructions for use (IFU) and tried the right ventricular stimulation, but the pacemaker had no signal, parameters were adjusted but after several attempts the physician decided to change to a new electrode lead, the procedure continued with no further issues. There was no report of patient complications, serious injury or death.